Manufacturer narrative:
On (B)(6) 2015: customer follow up: the customer called in to confirm that blood glucose levels had come back down. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been having elevated blood glucose levels (316mg/dl) all day. Elevated blood glucose levels were treated by administering a correction bolus. System check was performed, and the pump performed as intended. Tandem technical support advised that sickness could possibly affect blood glucose levels, because the customer mentioned that they started getting sick today. Recommendation was made that the customer consult with their healthcare provider regarding what may be affecting their blood glucose levels.